Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a trans-carotid tavr procedure with a 23mm sapien 3 ultra resilia valve in a failed non-edwards valve, the 23mm commander delivery system balloon ruptured at the end of full inflation. The delivery system was removed as a unit without patient injury or issue. The commander delivery system was scrapped at end of the procedure. Per report, the perceived root cause for the balloon burst was high pressure against the frame of the existing non-edwards valve. The patient was stable.